Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratch on screen above esc button and rainbow effect on screen that effects ability to read screen when outside. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery cap and minor scratched lcd window. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No battery issues noted. No excessive no delivery alarm noted during the testing. No rainbow effect noted during visual inspect.